Manufacturer narrative:
(B)(4). Batch # n54r2y. Device evaluation: the analysis results showed that one ecr60d reload was received unfired, with the pan partially detached from the cartridge and with 10 drivers missing. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the right hemicolectomy procedure, could not fire on the 1st firing. Another device was used to complete the surgery. There were no adverse consequences to the patient.